Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) display is showing blank. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cs100 intra aortic balloon pump (iabp) display was showing blank when the machine was switched on. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: b5, b6, b7, d10, h6 (medical device problem code and health effect impact codes). Revert a1 (patient ID) section to blank. A getinge field service engineer (fse) checked the machine & found display of the machine was not coming. Further checked & found the main board pcb of the machine was suspected to be defective. So need main board pcb for testing purpose. On 08/11/2024, cross checked the machine with the main board & then checked & found that machine was working properly after replacement of main board. Further checked & found the main board pcb is faulty & need to be replaced. Fse replaced the main board (d670-00-0788) from customer stock. Again checked & found now machine was working ok. Performed all tests. All tests passed. Equipment handover to customer in good working condition.